Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and had dislodged two years after implant. The lead remained in service until recently now was removed during an upgrade procedure from a cardiac resynchronization therapy pacemaker (crt-p) to a cardiac resynchronization therapy defibrillator (crt-d) due to the patients lv function had decreased. No adverse patient effects were reported during the upgrade procedure.

Manufacturer narrative:
It was reported that the lead will not be returned. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.